Event description:
It was reported to vyaire medical that the lap top ventilator 1200 was coming in due to the select button not working after returning from pm (preventive maintenance) service. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - vyaire failure analysis was able to be duplicated and isolated the reported issue to an improperly installed ribbon cable at location jp1 of main pcb (printed circuit board). Cable was properly installed, and unit was found to be functioning as intended.